Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's post-operative course was complicated by atrial fibrillation requiring cardioversion and anti-arrhythmic medications the patient was noted to have altered mental status and dysphagia upon extubation. The patient was terminally extubated and went into ventricular fibrillation followed by cardiopulmonary arrest. This patient died on (B)(6), 2013. An autopsy was performed resulting in no evidence of clotting within the pump. The autopsy results stated that the cause of death was due to cerebral edema with transtentorial herniation from ischemia due to (B)(6) meningitis and vasculitis. It is not known how this patient was exposed to mycobacterium (B)(6). The device was not returned to the manufacturer for evaluation. There is no indication of any device performance issues contributing to the event. Stroke and death are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's post-operative course was complicated by atrial fibrillation requiring cardioversion and anti-arrhythmic medications the patient was noted to have altered mental status and dysphagia upon extubation. The patient was terminally extubated and went into ventricular fibrillation followed by cardiopulmonary arrest. This patient died on (B)(6), 2013. An autopsy was performed resulting in no evidence of clotting within the pump. The autopsy results stated that the cause of death was due to cerebral edema with transtentorial herniation from ischemia due to tuberculosis meningitis and vasculitis. It is not known how this patient was exposed to mycobacterium tuberculosis. The device was not returned to the manufacturer for evaluation. There is no indication of any device performance issues contributing to the event. Stroke and death are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The post op course was complicated by atrial fibrillation requiring cardioversion and anti-arrhythmic medications and the patient had altered mental status and dysphagia upon extubation. Neurology was consulted with head CT scan demonstrating subarachnoid hemorrhage and lumbar puncture studies were negative times two. Twenty-two days post implant, the patient had an episode of bradycardia, hypertension and hypoxia requiring intubation. Head CT scan showed no acute stroke with repeat CT three days later showing marked cerebral edema with central bilateral descending transtentorial herniation. The family was consulted and the decision was made to withdraw care. The patient was terminally extubated followed by ventricular fibrillation and cardiopulmonary arrest occurred. This patient died twenty six days post implantation due to cardiorespiratory arrest secondary to hemorrhagic brain herniation. The physician thought it was device related and therefore an autopsy was performed. There was no evidence of clotting within the pump. The autopsy results show the cause of death was due to cerebral edema with transtentorial herniation from ischemia due to (B)(6) meningitis and vasculitis. It is not known how this patient was exposed to (B)(6). The pump was not explanted and the peripherals were discarded by the site per protocol.